Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure." The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
During a lavh with bso procedure, 2/3 of the way through the case, a continuous error tone was heard and instrument stopped working. After troubleshooting and reconnecting, etc. Disposable still would not function. No pt consequence. Case completed with another device of the same product code.